Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred three hours and fifteen minutes into the treatment. The blood leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The patient¿s treatment was not completed; it was terminated forty-five minutes early. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d1, d4, d9, h4 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred three hours and fifteen minutes into the treatment. The blood leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The patient¿s treatment was not completed; it was terminated forty-five minutes early. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.